Event description:
The customer reported that they received an erroneous result for one patient sample tested for total bilirubin (tbil). The sample initially resulted as 0.2 mg/dl and this result was reported outside of the laboratory. The sample was repeated and resulted as 14.1 mg/dl. The sample was also repeated a second time and resulted as 13.7 mg/dl. The repeat results were believed to be correct and a corrected report was sent for the 14.1 mg/dl value. The patient was not adversely affected. The tbil reagent lot number was 68533201 with an expiration date of 08/31/2014. The field service representative could not determine a cause. He checked the system and the system was found to be operating within specifications. The customer performed a precision study and it was good per the customer. The customer also ran patient samples the rest of the day without issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. The customer was asked for additional information, but could not provide this. The reported issue indicates that the sample cup may not have been sitting properly in the rack, causing little or no sample to be aspirated during measurement.